Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 75 months ago. Aneurysm morphology from the time of implant is unknown. The aortic neck had mild angulation and calcification. It was reported that the patient passed away approximately three weeks ago. The primary cause of death is unknown but is believed to be aneurysm related. Three months ago, the patient had a CT scan that showed stent graft migration due to disease progression. The diameter of the proximal aorta at the left renal was 27 mm in diameter and 1 cm down it was 33 mm in diameter. The patient had not returned for follow-up in over 3 years, his primary care doctor has been ordering the yearly CT scans. A CT scan from a year ago 2011 showed no visible endoleak and the aaa was 6.2 cm in diameter. A CT this year showed the aneurysm had increased to 6.7 cm in diameter. No additional clinical sequelae were reported and the patient is fine.

Event description:
Correction: as the patient expired, please disregard the statement, " no additional clinical sequelae were reported and the patient is fine."

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, death); patient's condition affected effectiveness of device (disease progression). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression).